Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. The outer insulation was abraded at 32.5 cm to 33.0 cm from the distal end which exposed the outer coil. The abrasion was consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.